Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be fully depleted. The batteries were determined to be at fault. As a result, the batteries were replaced to resolve the report. The main board and a high voltage capacitor were also replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.